Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged. Additionally, it was reported that the wake button was delayed in responding to touch, intermittently unresponsive and the pump shut off unexpectedly. Customer declined to continue troubleshooting with tandem technical support; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.